Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Test strips were used to confirmed the blood leak. Estimated blood loss was 250cc's. No medical intervention was required and there were no other ill effects to the pt. The sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. The batch record review confirmed the labeling, material, and process controls were within specification.